Manufacturer narrative:
Concomitant medical products: product ID: 8835, lot#/ serial#: (B)(4), product type: programmer, patient; product ID: 8835, lot# /serial# :unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient's personal therapy manager (ptm) was showing the poor communication screen. It was also still showing (B)(6) 2021 as the refill date. Patient services had them try to connect like normal but the patient confirmed they were still seeing the poor communication screen. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient who reported that they received the replacement ptm and was still getting a poor communication screen when trying to synch it to their pump. Their pump was implanted in their backside and they did not use an antenna. Patient services asked if the pump was close to the surface of the skin or if it might have flipped over and the patient stated "it does feel like it might have moved." Patient services advised them to have the pump checked out to make sure it hadn't flipped since they couldn't get the ptm to connect.